Manufacturer narrative:
Product complaint # (B)(4) corrected information: b 5. Event description, h6. Medical device problem code. Corrected b5. Event description: it was reported that the problem of pulling off suture needle happened during passage through tissue in a cesarean section surgery on 17-apr-2025. During the cesarean section surgery, the doctor used suture to suture the skin. After suturing two stitches, the problem of pulling off suture needle happened, and another needle was opened for suturing. After suturing four stitches, the needle bent and deformed, and another needle was opened to suture the skin. This incident has increased the risk of foreign body residue, increased cost expenditures, and prolonged surgical time. There were no adverse patient consequences reported. No additional information could be provided. Additional information was requested, and the following was obtained: when did the needle pulled off occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? --during passage through tissue. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: when did the needle pulled off occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that the problem of pulling off suture needle happened during passage through tissue in an unknown surgery on (B)(6) 2025. Besides, the needle got bent. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.